Event description:
It was reported that the stair tread/tracks would not engage due to a missing track belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.